Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) received three shocks. Following the shocks, the ICD was unresponsive to magnet maneuvers and was no longer functional. The physician performed an invasive procedure and found that a lead insulation break (the lead was not manufactured or distributed by cpi).